Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model mc100. This product was used for the product code, and 501k. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a conector microclave, in which it was reported that the conector was leaking medication at the connection with the IV tubing. This incident occurred with the administration of dopamine in the neonatology department. It is unknown if a patient was involved, but no harm was reported.